Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Customer advocacy. Complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). MFR# 3004753838-2026-158041- was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.